Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that her blood glucose was 406 mg/dl. She stated that earlier in the day, she received a failed battery test alarm, which she cleared. Upon replacing the battery, the customer received a battery out limit alarm, after the batteries were out of the insulin pump greater than the duration allowed. It was explained this was normal insulin pump behavior. Nothing further was reported.